Event description:
It was reported that air bubbles were observed within the canister. Customer oriented the pump with the tubing facing down and continued to use existing cartridge. There was no adverse impact to the customer's blood glucose level.